Event description:
Pt with mitral valve replacement and ventricular tachycardia underwent transvenous ICD implantation in 1996 was recently noted ot have total absence of sensing and pacing with a pacing lead impedance greater than 2000 ohms. Pt is referred for ICD revision with removal of lead and implant with a new system. The left ventricle ejection fraction is 50% and the pt is a nyha class 1.